Manufacturer narrative:
(B)(4).

Event description:
"Event desc: the power cord housing separated and exposed the circuit board and wiring inside when removed from the wall. Delay in therapy: unknown. Need for medical intervention: unknown. Serious injury/death: no. "